Event description:
This pt was seen for a routine followup and it was discovered that the atrial lead tip was fractured and not working. The pt's only complaint was of pectoral pain that lasted one week approx two months prior to this exam. The lead was replaced and the pulse generator was also replaced electively due to nearing the end of life.